Event description:
It was reported that the patient presented to the hospital for a routine follow-up on (B)(6) 2022 with non-sustained right ventricular oversensing (nsrvo) episodes. Upon examination of the lead, it was noted that the right ventricular (rv) lead had no capture threshold. The physician programmed the rv lead to resolve the issue. The patient was in stable condition.